Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: 383069 lead implanted: (B)(6) 2022 evfxplus-29 valve implanted: (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. Noise and non-physiologic oversensing including pacing I nhibition was also observed. A fracture was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.